Manufacturer narrative:
The tech found a bent pin on the communication cable. He replaced the communication cable to repair the bed.

Event description:
Info received indicates the nurse call function works intermittently.